Event description:
It was reported that the patient developed a heavy skin reaction. The reddening of the skin was exactly the same size as the dressing (9 x20 cm). The wound manager changed the dressing to mepilex dressing and the skin redness disappeared after 2 days.